Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation. Complaint was identified from a confidential customer survey; therefore, hospital information was not available. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, as per customer feedback regarding this swan-ganz catheter, the continuous cardiac output (cco) values not always correlated with the galvanometric data. No further information could be obtained as the hospital data is confidential. There was no allegation of patient injury.